Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced post-reset ram crc alarm and the hardware rtc date and time disagrees with the software maintained date and time. The customer's blood glucose reading was unknown. The customer stated that both alarms caused his pump to restart. The customer stated that the alarm did not occur immediately after a battery change. The insulin pump was returned for analysis.

Manufacturer narrative:
No unexpected pump error 23 or pump error 28 alarms were noted during testing. No unexpected date/time anomalies were noted during testing. The date and time feature functioned properly. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a cracked select button on the keypad overlay.